Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large), and the lifeband would not retract during the resuscitation attempt. The customer tried to clear the error by resetting the lifeband and rebooting the platform, but the ua persisted. No further information was provided. The patient's status information was requested, but the customer did not respond. Additionally, the customer reported that the autopulse platform was dropped, damaging the lcd.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large), and the lifeband would not retract during the resuscitation attempt, was confirmed based on the archive data review, but not confirmed during the functional testing. The likely root cause of the reported ua07 error appears to be that the patient was either out of position or not properly centered. The reported ua07 was not reproduced during the testing, and the platform functioned as intended. The customer's complaint that the autopulse platform was dropped, causing damage to the lcd, was confirmed during the visual inspection. A cracked top cover and flickering lcd were observed during the inspection, likely attributed to user mishandling. The damaged parts were replaced to address the observed physical damage. The archive data indicated multiple ua07 around the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load-sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position or not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the functional testing without error or fault. The load cell characterization check revealed no issues with the load cells. The reported complaint was not reproduced, and the autopulse platform functioned as intended. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors.